Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system (sds) was returned for analysis. A visual examination of the stent found no issues on the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. The crimped stent od (outer diameter) was measured and was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the bumper tip showed signs of damage on the distal edge of the tip. A visual and tactile examination found multiple kinks along several locations of the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section found a partial break on the mid-shaft at 2.7cm distal of the mid-shaft/hypotube bond. No other issues were identified during the product analysis. A review of the manufacturing process was carried out as part of the analysis. During the manufacturing process the returned device was checked for leaks at the vacuum decay test work-step and no anomalies were noted. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that shaft break occurred. During preparation of a 2.50 x 24 synergy ii drug-eluting stent, the catheter was found broken inside the packaging. The device never entered the patient's body and the procedure was completed with another 2.50 x 24 synergy ii drug-eluting stent. No patient complications were reported.

Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental med watch will be filed. (B)(4)

Event description:
It was reported that shaft break occurred. During preparation of a 2.50 x 24 synergy ii drug-eluting stent, the catheter was found broken inside the packaging. The device never entered the patient's body and the procedure was completed with another 2.50 x 24 synergy ii drug-eluting stent. No patient complications were reported.